Manufacturer narrative:
Device evaluation: one smiths medical level 1 trauma fast flow disposable was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. The sample was tested in the h-1200 fast flow fluid warmer machine and no anomalies were found. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. Updated: device evaluated by MFR and adverse event problem.

Manufacturer narrative:
Additional information was received verbally from the customer indicating that leading up to the patient's death, blood was attempted to be transfused but "was not sent." The medical engineer at the hospital reported that there was no problem with the device or circuit and the device does not have an alarm function. The hospital staff reported that there was no problem with the tubing. The medical engineer indicated that "the casual relationship with this event is unknown and that the patient was likely not helped originally." No further information provided.

Event description:
Information was received indicating that blood was unable to be infused through smiths medical level 1 trauma fast flow disposable. Subsequently, the patient expired. It was reported that the patient died as a result of the non-infusion of blood products. No further information has been reported.